Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:6564:0000 was confirmed but not duplicated during product evaluation. This condition was caused by a damaged rear inverter harness. The rear inverter harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with failure code 550:320:6564:0000, which was identified during bio-medical testing and was "picked up from the sterile processing" department. During product evaluation, the pump's rear inverter harness was found to be damaged, indicating that the device failed to audibly alarm when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.